Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by data sync/change tracking inconsistency at the station, which led to sync failures or the stations not receiving data, and excessive data accumulation in the core. System operation table due to station purge caused server sync choking and data flow interruption. A technical support specialist recovered change tracking using sql scripts, including get tx. Sql to analyze the transaction state and es-client-change-tracking-recovery-by-chunks. Sql to repair sync tracking, restarted the data sync and maintenance services to reinitiate synchronization, verified the logs until the no variation in change tracking version message appeared indicating stability, and adjusted the sync change tracking chunk size from the server by incrementing or decrementing it to re-trigger synchronization; the system functioned as intended after the technical support specialist completed troubleshooting of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers and loaded medications were not displayed on the server. The cabinet was recently moved from storage to a procedure area and was now named endo2 both on the device and within bd pyxis es. A bd technician was onsite during the move and confirmed the cabinet was connected and accessible remotely. However, after medications were loaded, the server only shown empty matrix drawers and does not reflect any loaded medications or recognize the presence of an additional cubie drawer with medications. The customer was requesting that the device name be updated in the system as well. However, there were no delays or adverse events or injuries reported based on this event.